Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no conductor issues. Resistance testing found the lead was electrically continuous.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.